Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, a vitrectomy was performed on her eye to correct her cloudy vision. She was told by her doctor that her implant was cloudy and could not be removed. Her doctor performed a vitrectomy to try to clear the implant, but her doctor told her the lens was defective. Her cloudy vision improved.